Event description:
Patient was revised on (B)(6) 2022 due to dislocation. Approximately 6 weeks after the first surgery. The surgeon explanted 36+3 humeral cup. The surgeon implanted 36+6 humeral cup.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.